Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the consumer reported that the loss of stimulation was due to stress from the patient moving to a new house. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend or family member of a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient lost stimulation. The patient¿s device was checked with the patient programmer and it was reported that stimulation was on. The patient does not currently have a healthcare provider (hcp). The patient was provided with hcp listings in their area. It was reported that the patient is having trouble speaking, and they are unsteady. No complications or further complications were reported.